Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving bupivacaine (30 mg/ml at 2.998 mg/day) and baclofen (350 mcg/ml at 34.97 mcg/day) via an implantable infusion pump. The indication for use was noted as malignant pain and head/neck (non-malignant). It was reported the patient experienced intrathecal medication side effects. The device diagnosis was noted as catheter occlusion. The patient presented to the clinic for a pump refill on (B)(6) 2016. Her pump had previously been programmed to minimal rate due to opioid related side effects. The pump was refilled without opioid. The catheter was accessed in order to remove previous concentration of medication including the opioid from the catheter. Due to a 'clog in the catheter', saline was used to 'push through medications'. The patient then reported numbness and weakness. Examination revealed hypersomnolence and hypotension. Naloxone was administered in the office, as were intravenous (IV) fluids. Therapy was suspended via a magnet on (B)(6) 2016 and therapy was resumed (B)(6) 2016. The patient was instructed to present to the hospital for overnight evaluation. The event resulted in in-patient hospitalization. The logs indicated a motor stall occurred on (B)(6) 2016 at 13:25 and a motor stall recovery occurred on (B)(6) 2016 at 14:59. The etiology of the event was noted to be related to the device or therapy, not related to the implant procedure, and related to the drug hydromorphone with the drug action that caused the event being medication received while flushing catheter. The outcome was noted as resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.